Event description:
The MFR rec'd info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was not returned to the MFR for eval and the customer's complaint was confirmed. The device's power supply will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.